Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a synergy drug eluting stent placement, stent thrombosis occurred. The patient presented for treatment with a non-st elevation myocardial infarction and a synergy stent was placed. Twenty-seven days post procedure there was thrombosis of the right coronary artery. The patient was treated with repeat percutaneous coronary intervention.